Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a thermocool smarttouch sf bidirectional catheter. It was initially reported that the deflection knob was stuck and deflection could not proceed. The physician was able to free it enough to withdraw the catheter. When the catheter was out of the body, char was noticed on the tip. The catheter was replaced and the procedure continued. There were no patient consequences. Additional information received confirmed that the catheter did not get stuck/jammed in a fully deflected position. It also confirms that there was no difficulty in removing it from the patient¿s body. There were no issues related to the temperature or flow on the catheter. The cordis avanti 8f sheath was used. Response received also confirms that the material found attached to the tip of the catheter was red/brown. Thrombus/clot is typically described as red/brown. Therefore, this material was reassessed as thrombus/clot. The returned device was visually inspected and it was found in normal conditions. No material was found on it. Then, per the event, the catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. Additionally, per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/25/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17712074l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: smartablate generator, us catalog #: unknown, serial #: unknown. Smartablate pump, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a thermocool smarttouch sf bidirectional catheter. It was initially reported that the deflection knob was stuck and deflection could not proceed. The physician was able to free it enough to withdraw the catheter. When the catheter was out of the body, char was noticed on the tip. The catheter was replaced and the procedure continued. There were no patient consequences. The settings were 30 watts at a flow of 8ml/min with the smartablate. Additional information received confirmed that the catheter did not get stuck/jammed in a fully deflected position. It also confirms that there was no difficulty in removing it from the patient¿s body. There were no issues related to the temperature or flow on the catheter. The generator was set to power control mode and the temperature cut off was set to 42 degree celsius. The noted temperature was 26 degree celsius, impedance 100ohms and 30 watts. They were using heparinized saline. The cordis avanti 8f sheath was used. Response received also confirms that the material found attached to the tip of the catheter was red/brown. The issue with the deflection of the catheter was assessed as not reportable. Since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The initial reported char issue was assessed as not reportable. However, the response received on october 30, 2017 described this material as red/brown. Thrombus/clot is typically described as red/brown. Therefore, this material was reassessed as thrombus/clot and assessed as a reportable malfunction. The awareness date of this reportable malfunction is october 30, 2017.